Event description:
During the procedure, the physician used a webii memory double lumen extraction basket to remove stones from the pt's common bile duct. During an attempt to retract the basket into the outer sheath, difficulty was experienced. At this time, the user noticed that the inner drive wire punctured through the sheath near the distal end of the handle assembly. The basket was kept open and the stone was swept from the duct with success. Post procedure, no injury to the user or pt was reported.